Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery (rca). After predilating the lesion with a 2.5mm semi-compliance balloon, intravascular ultrasound (ivus) was performed. Subsequently, a 15mm x 3.25mm nc quantum apex¿ balloon catheter was selected for use and advanced to dilate the lesion. However, the balloon ruptured at 10 atmospheres. The balloon was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).